Manufacturer narrative:
(B)(4). The customer reported that the mp50 monitor fell from the mount, and that the screws securing the posts to the plate became disengaged, allowing the table mount posts to separate from the table mount plate. This in turn caused the monitor to fall from the mount. No pt harm was reported. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that the mp50 monitor fell from the mount.